Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2015.(B)(4) submitted for the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted the mesh pulled away causing a recurrence and pain. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted an abdominal wall sinus tract from a chronically infected hernia site and necrotic tissue. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted adhesions and mesh was adhered to colon. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2009 which is captured in separate file. No additional information was provided.